Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device not available to stryker.

Event description:
During variax surgery, the screw did not lock in a plate. The screw was replaced with another screw and it locked properly.

Manufacturer narrative:
The event did not involve a product problem indicating a non-conformity, adverse trend or unanticipated hazard. Product surveillance will continue to monitor complaints of this type for adverse trends.

Event description:
During variax surgery, the screw did not lock in a plate. The screw was replaced with another screw and it locked properly.